Event description:
It was reported that the device is bent and damaged. The problem was noticed before the surgery. There was no harm for the patient, operator or third party reported. There was no case involvement reported. No further information received. Updated case (B)(4) 09-jul-2024. It was reported that during a surgery the driver was bent and damaged. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another company.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.